Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: the pump was returned with the bolus button inoperable. Visual inspection revealed that the button cover was torn. The button cover was removed, revealing the button slug was missing. Unrelated to the original complaint, investigation revealed that the pump casing was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. Reportedly, the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.